Manufacturer narrative:
(B)(4). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for patient death approximately 7 months post mitraclip implantation. The physician was unable to provide an assessment of the relationship of death to the device. It was reported that, on (B)(6) 2014, two mitraclips were successfully implanted in a patient with functional mitral regurgitation (mr) grade 3 reducing the mr to 1+. The patient was discharged home the following day. On (B)(6) 2014, the patient had a transthoracic echocardiogram (tte) which noted a thrombus in the apex of the heart. Per the study physician, the thrombus was not serious. The reported thrombus was assessed by study physician as unrelated to device or procedure. Medication was given for the thrombus. On (B)(6) 2015, the patient expired. The cause of death was not provided; therefore, the study physician was unable to provide an assessment of the relationship of death to the device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional information received: on (B)(6) 2015, the patient expired at home due to cardiac arrest. The patient had been progressively weak in the several days before death. The study physician assessed the death as not related to the mitraclip devices and not related to the procedure.

Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction associated with the mitraclip cds. It was confirmed that the patient effects were deemed unrelated to the study device and procedure. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.